Event description:
A company representative reported that the tip of a capri height/angle driver deformed intra-operatively. The procedure was completed successfully with a five minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: d9, h3. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.